Event description:
A malfunction code was reported by the customer, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. Technical support informed the customer to continue using the pump and to call back if the issue reoccurs, which the customer acknowledged.